Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a medical event while at work. The patient first developed a headache, which was followed by a loss of consciousness. At the time the patient lost consciousness, the cgm displayed a ¿high¿ glucose reading. The patient was treated on-site with a glucagon injection. After treatment, the patient¿s employer performed a fingerstick blood glucose test. At that time, the cgm continued to display ¿high,¿ while the fingerstick blood glucose reading measured 354 mg/dl. The patient recovered following treatment and did not require transport to the hospital. At the time of the report, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, an additional and clarification was provided on 02/24/2026. It was clarified by technical support that on 02/06/2026, the patient was at work when they developed a headache, became unable to walk or speak, and subsequently lost consciousness. No specific cgm value was reported at that time, though the patient indicated that the cgm reading would have been inaccurate. The patient was treated with a glucagon nasal spray. They recovered following treatment and did not require hospital transport. On 02/09/2026, the patient contacted dexcom to report the 02/06/2026 event. During the call, the cgm displayed high, and a blood glucose meter reading measured 354 mg/dl. The patient reported feeling unwell with headache, dizziness, and frequent urination but stated that she had returned to work after the (B)(6) 2026 and was continuing to improve. The patient did not report receiving any treatment for hyperglycemia and confirmed that no higher level of care was needed. At the time of the report, the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).